Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic bioprosthesis was explanted after an implant duration of approximately 109 months, and replaced with another edwards' pericardial valve. Through follow-up, it was found that the patient had progressive deterioration in his cardiac function and congestive heart failure. The valve was explanted due to what appeared to be a degenerative and thickened bioprosthesis.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It was reported that the subject device has been discarded and will not be returned for evaluation; therefore, the reported degeneration could not be positively confirmed and evaluated.